Manufacturer narrative:
No balanced phaco tip sample was returned for evaluation for the report of the tip breaking during surgery; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was (B)(4) additional complaint associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The complaint information indicates the single use phaco tip was reused, which will increase the risk for a phaco tip to break and is not recommended. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause and the tip was reused. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the phacoemulsification tip broke while in the eye during a procedure. The broken tip was removed from the eye without any damage to the patient's eye. There was no harm to the eye and it was reported that the "vision was very good". It was indicated the tip had been used fifteen to seventeen times prior to this procedure. The product sample is available. Additional information was requested; however, none has been received to date.